Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. It was revealed that the left ventricular (lv) lead was dislodged. The physician elected to explant and replace the lv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: patient initials and date of birth should have been (B)(6) and (B)(6) 1944 respectively, rather than being empty. D8 should have been no.

Event description:
Related manufacturer reference number: 2017865-2022-04295.